Event description:
It was reported that the target lesion was the mid-distal right coronary artery (rca) which had mild tortuosity and no calcification. The lesion was concentric, de novo and had 75% stenosis. Reportedly, the patient has an acute myocardial infarction (ami) and was being treated with percutaneous coronary intervention (pci). After engaging the guiding catheter, a bmw hc guide wire was advanced toward the lesion in the rca; however, during delivery of the guide wire, resistance was felt during torquing of the device. A non-abbott guide wire was used and the procedure was completed. Reportedly, there were no patient effects. Though requested, no additional information was available. The analysis of the returned product identified scraping in the teflon coating.

Manufacturer narrative:
(B)(4). Analysis of the returned product found the tipball, center solder, and proximal solder corroded, which likely occurred during transit of the product back to abbott vascular. Although a conclusive cause cannot be determined for the reported difficulty positioning and remaining damage (teflon scraping) found during analysis, review of the lot history record, complaint-handling database, and product analysis do not suggest a product deficiency.

Event description:
Subsequent to the initial medwatch being filed, additional information was received reporting that, before removing this product from the dispenser, normal saline was injected into the hub end of the dispenser to thoroughly wet the complete surface of this product. A torque device was used during the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight (bmw) guide wire found blood and contrast visible on the coils, which is consistent with the device being used inside the body. The balloon catheter used during the procedure was not returned for analysis. Although not reported, there was a bend in the tip 7 mm proximal to the tip ball and a kink in the core at the proximal end of the hypotube. Potential factors that can contribute to bends and kinks include, but are not limited to, removal from coil dispenser, handling during preparation for use or procedure, or during packaging for return to abbott for analysis. Additionally, there was scraping in the teflon coating distal to the proximal end of the guide wire, which is a common occurrence during use of the device, especially with the use of a torque device. Follow up confirmed that a torque device was used during the procedure. Analysis noted that there were overlapping and offset coils intermediate coils proximal to the center solder. An attempt to pass the guide wire through a hole gauge was made but the guide wire would not advance past the overlapping and offset coils. The guide wire was also advanced and retracted through a new guiding catheter without any resistance noted. Analysis of the returned product also found the tip ball, center solder, and proximal solder corroded, which likely occurred during transit of the product back to abbott vascular. Difficulty to position can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of the associative product, and/or condition of wire coating. The design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance can cause the coils to bunch up, which can increase the diameter of the guide wire and cause resistance between devices and can cause the coils to offset and/or overlap. If the resistance is not reduced and continued force is applied to the guide wire with an offset coil, the result is permanent deformation of the guide wire which could cause resistance or positioning difficulties with the catheter. Although a conclusive cause cannot be determined for the reported difficulty positioning, the wire damage found during analysis appear to be the result of operational context. Review of the lot history record and the product analysis do not suggest a product deficiency. In order to ensure that the reported difficulty and damage do not occur as a result of a product deficiency, manufacturing performs a 100% visual and dimensional inspection of the guide wire including any coating defects. The final inspection is done after the product is loaded into the dispenser. Additionally, a quality control audit inspection is used to verify product quality.